Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for performing pump reset, completed reset with support, confirmed that error did not recur, and then successfully started new sensor session.